Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp): additional information was provided by the patient's healthcare provider (hcp) on 2017-jul-19. The patient's weight was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer's representative regarding a patient who was receiving an unknown concentration of baclofen at an unknown dosage and an unknown concentration of morphine at an unknown dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that a motor stall/telemetry state had occurred on (B)(6) 2017 and did not recover until (B)(6) 2017 when the pump was interrogated. It was reported that the patient had hip problems. On (B)(6) 2017, the patient had an MRI scan of their brain and cervical spine, resulting in a motor stall at 1041 and recovery at 1315. On (B)(6) 2017, the patient had a hip MRI scan performed. A motor stall occurred at 0840 and recovery occurred at 0924. The pump stalled again on (B)(6) 2017 at 1013. According to the hcp, the patient went to the clinic to have the pump interrogated. The hcp was unable to get telemetry and was questioning if the pump was flipped. However, it was confirmed that the pump was deep so sometimes telemetry was difficult. On (B)(6) 2017 the "stopped pump period may exceed tube set" message occurred on (B)(6) 2017. The rep went in for their monthly visit on (B)(6) 2017 when the pump status read that the pump was still active. The motor recovered at 1020 on (B)(6) 2017 when the pump was interrogated. The logs were reviewed and a 10% dose increase was performed. No telemetry issues were reported and the pump was programmed correctly. The current reservoir volume was listed as 17.8 ml. The hcp would confirm the volumes at the next refill. There were no audible alarms. The patient reported pain and being sick, possible withdrawal. No further complications were reported.